Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period june 1, 2014 through july 31, 2014 supplemental 11.

Manufacturer narrative:
Date sent to the FDA: 08/22/2016. Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to the FDA: 10/26/2016. Ethicon MDR summary reporting (B)(4). Reporting period june 1, 2014 through july 31, 2014. Supplemental 13.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that a patient underwent a gynecological surgical procedure on (B)(6) 2009 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014. Supplemental 15.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period june 1, 2014 through july 31, 2014 supplemental 08.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent right inguinal hernia repair with mesh. It was reported that patient underwent laparoscopic adhesiolysis of right inguinal hernia with mesh repair on (B)(6) 2011 due to recurrent inguinal hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events -1281. Gynecare tvt - 141. Gynecare tvt abrevo continence system - 59. Gynecare tvt exact continence system - 87. Gynecare tvt obturator system - 511. Gynecare tvt retropubic system - 398. Gynecare tvt-aa abdominal - 85.

Manufacturer narrative:
The indication for procedure was stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. The mesh was explanted on (B)(6) 2010 for post sling obstruction and bladder stability, pain, mesh adhesions. (B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 18 - attachment: [(B)(6) 2014 otn supplemental 18.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 22 - attachment: [(B)(6) 2014 otn supplemental 22.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption(B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.

Manufacturer narrative:
Date sent to the FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2014 through july 31, 2014.